Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (350 mg/dl). Reportedly, the customer was unable to deliver a bolus due to their insulin duration being set for too long. Customer stated they adjusted the insulin duration, and was able to deliver a bolus to stabilize blood glucose levels.